Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10, h11. Corrected fields: e1, e3. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse investigated the issue. The reported failure was unable to be reproduced. The fse stated that the customer switched to another unit that was available and had no issues. The unit was functional tested without any further issues. Safety, calibration, and functionality checks were performed to factory specifications. The unit was released to the customer and ready for use.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) EKG was not triggering. They switched to another available device with no further issues. It was reported that the patient was very sick and was unstable with weak vitals prior to initiating iabp therapy and that the patient expired from natural causes. The perfusionist reportedly believed the trigger issue was caused by the patient weak vitals.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.